Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "failure with air detection" which was found through a review of the event history log by the presence of "air-in-line" but were not determined if the alarms were true or false. The cause was determined to be a lower ultrasonic sensor fluid reading was out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failure with air detection. There was no patient involvement. No additional information is available.